Manufacturer narrative:
Follow-up submitted for correction. Updated section a1 for patient identifier, a2 for patient age, b4 for report submission date b5 for event description, b6 to report device evaluation results, b7 for other relevant history and d7 for explanted date. Updated g1-g2 for follow-up report submitter, g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status. Section d6 - previously submitted implant date no longer applicable, information unknown.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.